Manufacturer narrative:
(B)(4). The carefusion field service representative was unable to reproduce the transducer fault, however found a kink on the exhalation sensor hoses and found that the return volumes were reading low. The transducers were calibrated, and the dust cover, plunger, and exhalation valve were replaced and the unit placed back into service, meeting all service specifications.

Event description:
The customer stated that this unit had a transducer fault. It is unknown if there was any patient involvement at the time of the incident.